Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the circular seal for the dissector balloon was cut. The obturator, lock collar, trocar balloon, dissector balloon and insufflation bulb appeared intact. The inflation syringe was not received. Pmv performed functional testing: the hole for the circular seal was covered, and the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated, no leaks detected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the circular seal for the dissector balloon was cut. The obturator, lock collar, trocar balloon, dissector balloon and insufflation bulb appeared intact. The inflation syringe was not received. A functional evaluation found that the hole was covered, and the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated, no leaks detected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical prostatectomy, while the device was being applied to the extraperitoneal cavity in groin area towards the prostate, the balloon did not inflate. A new device was used to complete the case. There was no patient injury.